Event description:
During a check in procedure at the manufacturer's service center, a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.